Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended.

Manufacturer narrative:
This is a correction to previously reported event date in MFR 2938836-2018-07433. The event date observed for oversensing episodes was incorrectly reported as (B)(6) 2018 . The correct event date should be (B)(6) 2018.

Event description:
New information received indicated that through a remote transmission alert on (B)(6) 2018, non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made to resolve the issue.